Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The down arrow button did not respond due to flatten button dome switch. No moisture damage on electronics noted. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reported the buttons on the insulin pump were not responding. Customer was attempting to give himself a bolus and was unable to. Customer's blood glucose was 218 mg/dl. Customer reported he wears the device at work and he sweats a lot, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.